Event description:
Stent device prepped according to normal protocol and inserted over a guidewire through a guiding catheter. The stent would not pass easily into the coronary artery, was then removed. Upon removal, the stent device was set aside on the field. When ready for the stent, it was reprepped and reinserted over a guidewire through the guiding catheter into the coronary artery. Once inside the coronary, it was noticed by the physicians via flouroscopy that the stent was no longer on the device. The area was searched and no stent was found. It is thought by md to be in the patient; the stent was found to be deployed inside another stent. This is something, that aside from this incident, is routinely done. It poses no risk to the patient.